Manufacturer narrative:
H3: product analysis as found condition: the rist radial access catheter was returned for analysis within a shipping box and within two resealable plastic biohazard pouches. No ancillary devices used during the event were returned for analysis. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the rist hub. The rist radial catheter was found broken at ~93.0cm from the proximal end with the segments retained by the inner coil. A second break was found at ~2.1cm from the first break with the inner coil also broken. The rist catheter was found kinked at ~0.5cm from the distal end. The distal tip and marker band were found flattened. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿difficulty navigation¿ was likely to have occurred. Customer reported the rist was inadvertently directed into a different, smaller artery. The cause of the difficulty navigation could not be determined. Attempts to advance/retract the catheter within the smaller artery would cause the confirmed ¿catheter separation/break¿ and ¿catheter stretched/flattened¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rist catheter experienced difficulty when navigating and became stretched and partially separated. The patient was undergoing treatment for a left internal carotid artery¿ophthalmic artery branch aneurysm. It was reported that when guiding the target rist catheter, it was inadvertently directed into another artery (suspected to be the r ecurrent artery) via a branch, instead of the intended radial artery. The device was advanced, but could not be guided further due to the narrow vessel diameter. Upon attempting to redirect it to the correct radial artery path, some resistance was felt. Subsequently, the target area was reached using an inner catheter via the proper radial artery route. After rist guidance, a balloon catheter was guided into the rist guiding catheter with a guide wire, but the guide wire protruded outside the rist. When checking the situation and trying to withdraw the rist, the tactile sensation did not match the movement seen on imaging, suggesting possible device separation. Fluoroscopy could not confirm whether the device had separated or simply stretched, so preparations were made for possible separation by introducing a fubuki 8fr and plowler select catheter from the femoral artery and guiding a gooseneck 7mm snare. Attempts to grasp the tip of the rist guiding catheter with the gooseneck were unsuccessful. During continued manipulation, the distal 5¿6 cm of the rist guiding catheter suddenly moved back to the right subclavian artery, leading to the judgment that it was stretched, not separated. Nevertheless, in case separation occurred, the gooseneck was guided from the femoral artery to the right subclavian and the tip of the rist guiding was grasped. The rist guiding was then withdrawn from the proximal side, and it was found that the main body was partially stretched and connected by something like a spring wire coil. This coil was separated, and the distal 5¿6 cm held by the gooseneck was removed from the body via the femoral route, completing retrieval. Afterwards, the procedure was completed using another guiding catheter product via the femoral route. The patient did not experience any symptoms, complications, or health damage. Ancillary devices include daimon catheter 5fr catheter, silveryway guide wire, radifocus guide wire, synchro select standard micro guide wire, and shoryu hr 4*11 balloon  catheter.

Event description:
Additional information was received reporting that the vessel tortuosity was moderate. The cause of the event was not determined. Part of the guiding catheter was stretched, but this was not due to it being connected by something like a spring wire coil. It is presumed that during the initial access, it was guided into the wrong vessel, which was stenotic, and became trapped at the stenosis; when it was pulled back, it stretched. The device was prepared as indicated in the IFU.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.